Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following OEM devices were also listed in this report: cormet unipolar modular head c-taper - 7/50mm -4mm offset; cat# 576-07-050 ; lot# unknown. Cormet 2000 ha cup size 56; cat# unknown ; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's left hip was revised after patient complaint of pain. Surgeon also reported the existence of bullet fragments in patient's hip. A cormet endoprosthesis with sleeve and cormet 2000 ha cup were revised.